Event description:
It was reported that when the device was used during a lung resection, the surgeon could not release the jaw after he fired the device and could not remove it. He had to convert to an open procedure and use another device and then remove the first device from the pt. Procedure time was extended by one hour and the thorax had to be opened to use the second device. One original device is being returned.